Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a hive-like rash all over her body. Patient stated she is allergic to latex and was prescribed benadryl by her physician. Additionally, the patient reported a rash under her left breast. The medical outcome of the rashes is unknown.